Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported false positive architect total b-hcg results on one patient. The results provided were: sid22467471, initial = 1437.48miu/ml (greater than equal to 25miu/ml = (B)(6) / retest = less than 1.2miu/ml (less than equal to 5.00miu/ml = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Abbott's complaint database was reviewed to determine if others have experienced the issue encountered at the customer's site. This review showed increased complaint activity for product lot 82186ui00 related to false positive patient results. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 82186ui00 and all validity and acceptance criteria were met for this reagent lot and the assay is performing acceptably. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 82186ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. A review of the instrument log file confirms the customer's observation of a false positive patient result, but no instrument issues were identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect b-hcg, lot 82186ui00.